Event description:
It was reported that the while unloading a patient a medic got his hand pinched when trying to reach under the cot. It was reported that the medic went to the emergency room.

Manufacturer narrative:
It was confirmed that the ems responder suffered bruising due to the event and had self treated with ice.

Event description:
It was reported that the while unloading a patient a medic got his hand pinched when trying to reach under the cot. It was reported that the medic went to the emergency room.